Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: particles red in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii, possible leaking and exchange due to concern with textured product.

Event description:
Healthcare professional reported left side "possible leaking," capsular contracture, baker grade ii and exchange due to concern with textured product. Device remains implanted.